Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular lead had a low pacing impedance. The patient was brought into the clinic and the device was reprogrammed. The physician elected to continue to monitor the lead. The patient was reported to be asymptomatic.